Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009; inratio: 2.1; lab: 3.4. Last week pt had a reading of 3.5. Pt's range is 3.0-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2009; inratio: 2.1; lab: 3.4; mean: 2.75; confidence limits: 1.7-3.8. The 3.5 inr not included in comparison test since it was conducted a week apart from lab test. Three hours is considered by the manufacturer a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter was returned and passed required testing. To date 12 discrepant results complaints were reported for lot #214429 yielding a complaint rate of 0.017%. Since this rate is below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time since no product discrepancy was established.